Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec34-i10cl-us is available in the USA with a 510k number k190805. The device was return to pentax for further evaluation on service order (B)(4) where the user narrative was not confirm. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the pai region involving pentax endoscope model ec34-i10cl. In the event reported, the user stated that there was no video image. The event timing is unknown. There was no adverse event reported with this complaint. No other information provided with this complaint. This event meets the requirement for FDA reportability; therefore, submission of a report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Correction information g6: follow up #1. H2:if follow-up, what type? H3:device evaluated by manufacturer. H6: coding changed based on the investigation result. Evaluation summary: we checked the returned product and passed the electrical safety test. No problems were detected with the product.